Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white particles in the shell and opening on the anterior side. Leak test and microscopic analysis were performed which identified: delamination of valve (<75% partial separation) and a striated opening. Based on the device analysis the final assessment is: a delamination partial of the valve (adhesive failure) and striated opening assessed as a surgical damage consistent in the use of some surgical tool.

Event description:
Additionally, healthcare professional reported and confirmed left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.